Event description:
As reported, the thermogard console (sn (B)(6)) displayed a mid:09 (air trap assembly) error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The thermogard console was evaluated by zoll service personnel at the customer site. The reported complaint of the thermogard console (sn (B)(6)) displayed a mid:09 (air trap assembly) error message was confirmed based on the event log review and during functional testing. The root cause of the mid:09 error was determined to be the defective air trap sensor block due to a defective component. No physical damage was observed on the thermogard console during visual inspection. An event log data review was performed and revealed a mid:09 (air trap assembly) error message, confirming the reported complaint. During functional testing, the thermogard console displayed a mid:09 (air trap assembly) error message intermittently, confirming the reported complaint. The air trap sensor block was replaced to remedy the fault. Following service, the thermogard console passed the final functional test and electrical safety tests without any error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(6).